Event description:
At about 1 year and 4 months after the primary surgery, the patient came in for a post-op appointment and it was observed that the cup has mobilized. The cause of this is unknown. The surgeon revised successfully the cup, head, liner and screws.

Manufacturer narrative:
Atch review performed on 29-jul-2022 lot 2006100: (B)(4) items manufactured and released on 10-nov-2020. Expiration date: 2025-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.